Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty connecting the charger to the pump. Reportedly, the issue persisted over multiple usb cables. There was no reported impact to the customer's blood glucose level.